Event description:
It was reported by service report that the siderails had no functionality and the bed was stuck in high height. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Device was evaluated by hospital. Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report will be submitted.